Manufacturer narrative:
Continuation of d10: fr995-29 tissue valve implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). There was oversensing and undersensing observed on electrograms. It was further noted that the patient underwent a coronary artery bypass graft (CABG) on the same day. The patient received high voltage therapy for true ventricular fibrillation (vf) during the procedure. A review of the device data could not confirm if the lia triggered due the surgery, or an actual lead issue. The rv lead remains in use. No further patient complications have been reported as a result of this event.